Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse noted the patient had been cooling overnight with a target temperature of 36c. However, the patient was still 36.9c. Asked if they got any 113 (reduced wt control) alerts and they confirm they did. Water temperature (wt) was 29c, flow rate (fr) was 3lpm, confirmed no shivering or heat generation and good pad coverage. Guided to system diagnostics: system hours 3518, pump hours, 3289, chiller temperature (t4) was 4.2c, mixing pump command (mpc) was 100%. Advised this device will need to go to biomed. They will call back if they have any other issues. Confirmed they can walk them through adjusting settings on new device if needed. Device set to count down at target and 12.5 hours have elapsed on the duration. Per follow up information received via phone on 24mar2026, spoke with nurse who confirmed the device was removed from service and patient continued on a second device. No further issues to note. Per follow up information received via phone on 25mar2026, called operator, transferred to biomed. Spoke with biomed who confirmed a faulty mixing pump to replace onsite. No repair has started at this time.